Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. No guidewire was returned in or with the device. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device ran for a period of 2 minutes with no issues of the gear sliding off the shaft. The blades did spin. It was verified that there was presence of adhesive on the pinion gear. Device analysis determined the condition of the returned device was consistent with the reported information of blades not spinning issues.

Event description:
It was reported that there was no rotation. The target lesion was located in the left superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter was selected for use. After approximately 5 to 10 cm of treatment, a short howl was heard, followed by a slight humming of the handpiece. After removal from the patient, the device was rinsed and tested in the saline bowl showing no rotation of the head. There were no patient complications reported and the patient's status was stable. It was further reported that when the slight humming of the handpiece was heard, aspiration and rotation stopped at the same time.

Event description:
It was reported that there was no rotation. The target lesion was located in the left superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter was selected for use. After approximately 5 to 10 cm of treatment, a short howl was heard, followed by a slight humming of the handpiece. After removal from the patient, the device was rinsed and tested in the saline bowl showing no rotation of the head. There were no patient complications reported and the patient's status was stable.